Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer also states the buttons are sticking and the battery is going low sooner than usual. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The device passed the displacement test and manual prime. The customer was advised to monitor the device and call back if issues persist.